Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by milky, cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin (1 gram, intraperitoneally, every forty-eight hours for three weeks) and cefepime (1 gram, intraperitoneally, every forty-eight hours for three weeks) for the peritonitis. After five days of hospitalization, the patient was discharged. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis and the milky, cloudy effluent was resolved. No additional information is available.